Event description:
The following was reported to abiomed through our rep: a pt was implanted with an abiomed impella 5.0 cardiac assist device providing left ventricular circulatory support at ottawa heart institute, ottawa, ontario. The impella device was inserted through the left common femoral artery on saturday, (B)(6) 2012. It was reported that the implantation was uneventful and no excessive force was required during insertion. This was followed by uneventful circulatory support for 4 days. While on the operating table for an impending heart transplant on (B)(6) 2012, the impella device was explanted. Upon explant the surgeon discovered that the distal portion ('pigtail') was missing from the device and was discovered separated from the main body of the device and located inside the pt's external iliac artery through fluoroscopic examination. It was located per the report at about 5 cm above femoral artery clamp site. Retroperitoneal dissection of the external iliac artery was performed and the remaining component was brought out through the arteriotomy. The pt was unharmed and underwent a successful transplant after 4 days of successful support from the impella 5.0 device.

Manufacturer narrative:
The MFR will continue to investigate all reasonably obtainable sources of info and will provide results and updated conclusions in a supplemental MFR medwatch report. (B)(4).